Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department. Qualified personnel determined that possible undersensing by the right atrial lead (ra) was causing false termination of some atrial tachycardia (at)/atrial fibrillation (af) episodes. The lead remains in use. No further patient complications have been reported as a result of this event.